Event description:
It was reported via service report that the scale was giving inaccurate readings due to a malfunctioned cpu scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via service report that the scale was giving inaccurate readings due to a malfunctioned cpu scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial was issued without the PMA/510(k)#. This MDR follow-up is being issued with the PMA/510(k)#.